Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that the ins has moved above the incision since getting it implanted. Patient stated it has caused problems and only stimulates on the left side and is very positional and stimulation goes down the left leg since implant. Asked when the ins moved and patient did not know. Recommended the patient follow up with managing physician and patient confirmed they have an appointment scheduled for tomorrow. Patient was able to connect to therapy app once repositioning the communicator against the ins.